Event description:
A hospital in (B)(6) reported the following to a fisher & paykel healthcare (fph) territory manager involving a bc2755 intermediate infant oxygen therapy nasal cannula: a (B)(6) infant was on an (B)(4) respiratory humidifier and a bc2755 intermediate infant oxygen therapy nasal cannula when the saturation started dropping from 100% to 90%. The parent of the infant noticed that the tube of a bc2755 had become detached from one side of the nasal prongs. The tube was replaced, however, it also became detached shortly after set up. The flow rate was 7 l/min, as per the recommended maximum flow rate specified in the user instructions of the bc2755 nasal cannula. No patient consequence was reported. The lot number of the first bc2755 device used was not confirmed as the original packaging was destroyed. The lot number of the replacement nasal cannula was 091024.

Manufacturer narrative:
(B)(4). The complaint bc2755 nasal cannulas are not expected to be returned to fph (B)(4) for inspection as they have been destroyed at the hospital. Our analysis is based on the event description and photographs provided by the hospital. A visual inspection of the photographs of the complaint devices revealed that the cannula tube was detached from the nose piece of the bc2755. A lot check revealed no other complaints of this nature for lot number 091024. (B)(4). Without the complaint devices we are unable to determine if the tube was properly (B)(4) or if there was any damage to the surface of the tubing. No patient consequence was reported as a result of this incident. (B)(4).